Event description:
During troubleshooting for a system error 2391, the home patient (hp) reported that the heater bag line had disconnected from the heater bag during the previous therapy. The hp was connected at the time of the event. The hp reported that they had ended therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.